Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the pacemaker exhibited noise on the atrial channel that was oversensed and led to pacing inhibition. It was noted that the patient was dependent and was symptomatic due to the oversensing. The noise was reproducible in clinic. Programming changes were made. There were no patient consequences.